Manufacturer narrative:
This product is not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2 vticmo13.2 implantable collamer lens of -11.5/3.0/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.